Event description:
It was reported that during a coronary stent procedure, the physician experienced removal difficulties after stent deployment. The express2 stent was deployed in the lesion in the lad. The express2 balloon was then used in kissing balloon technique along with a maverick2 2.0 x 20 in the 90% mid lad and the first diagonal branch. Both balloons were successfully inflated, however the express2 became trapped. It is unknown if the balloon was trapped by the stent or the guide wire. The delivery device was removed with some force and the shaft stretched during removal. No patient injuries or complications were reported.